Manufacturer narrative:
The customer complaint of no audible alarm was confirmed. The device housing assembly was replaced to resolve issue. Repair including function testing to test protocol was performed and the unit passed all testing. The unit was reset to standard/ factory settings.

Event description:
Medtronic received a report did not generate an audible alarm. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. The root cause was isolated to a worn out metal popper / spring. Repair including function testing to test protocol was performed and the unit passed all testing. The unit was reset to standard/ factory settings.

Event description:
The customer reported that the unit gave the error code 910 and that there was no sound. No patient involvement.